Manufacturer narrative:
This medwatch is being submitted to correct section h1 in MFR report number 9610773-2023-00916. H1-the type of reportable event (h1) was marked as "death" incorrectly. It has been corrected to malfunction. There was no patient injury or adverse event reported to olympus due to the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 (also selected ¿other¿ which was inadvertently left off the initial report). The customers complaint was confirmed; the distal end was damaged. Additional non reportable defects found during device evaluation: the outer tube was skewed and the image was blurry. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to excessive force by the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that a ureteroscope was bent, and the front end was damaged. The reported problem was found during reprocessing before use. The facility finished the procedure with another one. There was no patient injury or adverse event reported to olympus.